Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis during sometime at the (B)(6) with a blood glucose level of 1115 mg/dl. The customer was treated with insulin drip and intravenous and shots. The customer reported that they were in coma. The insulin pump will not be returned for analysis.